Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or numbers scrolling up noted. The insulin pump had a cracked case at display window corner and minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 157 mg/dl. The customer stated that she was trying to give herself a bolus and the buttons are not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.